Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the s5 roller pump. The incident occurred in united kingdom. Serial read out (real time device parameters andsetting recording file) of the pump was collected and will be investigated. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the roller pump 150 stopped different times. The speed led's remained in the run position although the pump had stopped. The display was also unresponsive/frozen. There is no report of any patient injury.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: the serial read-out of the pump (real time device parameters and setting recording file) was analyzed and confirmed a problem with the display, likely that the touchscreen resistance was too high. No further errors were found. A livanova field service representative was dispatched to the facility and in order to solve the issue led display, flat ribbon cable and the sealing was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2013 and no other similar event has been reported, neither concerning trend has been identified. Based on all the above, it cannot be excluded that an electrical failure of the display caused a short circuit leading to the shut down of the pump.

Event description:
See initial report.